Event description:
It was reported that during a permanent implant procedure, a trial lead was also implanted by the physician. The physician decided to leave the trial lead in place and implant the permanent leads as well. Postoperative, patient had effective therapy.